Event description:
The customer reported, "getting error generator not compatible with ii." The fse noted the system displayed a frame sync error message. The system would be unable to produce images. This is a reportable event. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.